Event description:
While using the ligasure atlas tissue fusion laparoscopic instrument 10mm-37cm (ref#ls1037), surgeons noted it was not cauterizing properly. All troubleshooting prompts on esu machine that it had been plugged into were followed. Device continued to malfunction and not cauterize properly. Decision was made to open new ligasure, and the second device worked properly.